Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported that "for 1 year is feeling pain, swelling, rigid breast with visible undulations, as it is deformed, and patient related it to the implants. Breast is too rigid, like ¿patient is breastfeeding and ¿milk is as a rock¿. For around 1 month, patient developed other symptoms as dry mouth, weakness, dizziness and faint, including during the dawn." Patient also reported depression, "shortness of breath," capsular contracture, unknown "side is bent," tingling, cold breast, fever, and "night sweats." Healthcare professional confirmed baker grade IV for capsular contracture. This record is for the right side. The device remains implanted. The events of dry mouth, weakness, fatigue, depression, "shortness of breath," coldness, "night sweats," and dizziness are unrelated to the implant.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported that "for 1 year is feeling pain, swelling, rigid breast with visible undulations, as it is deformed, and patient related it to the implants. Breast is too rigid, like ¿patient is breastfeeding and ¿milk is as a rock¿. For around 1 month, patient developed other symptoms as dry mouth, weakness, dizziness and faint, including during the dawn." Patient also reported depression, "shortness of breath," capsular contracture, unknown "side is bent," tingling, cold breast, fever, and "night sweats." Healthcare professional confirmed baker grade IV for capsular contracture. This record is for the right side. The device remains implanted. The events of dry mouth, weakness, fatigue, depression, "shortness of breath," coldness, "night sweats," and dizziness are unrelated to the implant.